Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded t-wave oversensing and noise and one inappropriate shock was provided as a result. Technical services (ts) reviewed the device data and discussed there is a broad complex tachycardia at 160 beats per minute (bpm) with a maximum detected rate of 210 bpm, after which one shock was delivered with a shock impedance of 81 ohms. It was advised to perform arrhythmia management with medication to prevent the patient going into that rhythm as well as programming options were provided. In addition, it was noted the electrode integrity might be compromised based on the observations, therefore, it was also advised to perform troubleshooting to test the electrode integrity. It also was mentioned that performing x-ray would be beneficial to assess integrity. The shock impedance appear to be adequate and the shock impedance trend is normal, however, there was one out of range measurement captured in november, 2024, after which the shock impedance has remained stable and in range. The s-ICD system remains in service. No additional adverse patient effects were reported.